Event description:
It was reported that the user¿s ilet displayed a persistent restart alert and repeatedly restarted until the device powered off and could not be turned back on, consistent with a mechanical problem; the user transitioned to injections and reported blood glucose levels unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.